Event description:
A malfunction code labeled as malf 12 was reported, but there were no notable events prior to this incident. The customer's blood glucose level was not affected as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, and the customer successfully reset it without recurrence of the malfunction. The customer was instructed to continue using the pump and to reach out again if the malfunction reoccurred.